Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint of system not holding memory was verified. Service will replace the printed wire assembly board to resolve the issue. Use testing was performed. The problem source is the printed wire assembly board.

Event description:
Information was received that the cadd ms3 pump is not holding memory. No reported adverse effects.